Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the ipg is unable to communicate with the external devices and the issue was confirmed by a sjm representative. In addition, the patient has not recharged or used her scs system in over a year. The patient underwent surgical intervention to remove and replace the ipg with a model from a different manufacturer.